Event description:
(B)(4). Essure coils moved and created severe issue to the point I had to have a hysterectomy.

Event description:
(B)(4). I am (B)(6) years old an my life is still not back to where it should be due to the essure coils being placed in me. I had a partial hysterectomy removing the coils but continue to suffer daily due to the side affects essure created inside me.